Manufacturer narrative:
Investigation in process. No additional information available at this time.

Event description:
It ws reported that, "the event occurred in the operating room. The 2mm offset was connected to a #4 ts femur, with an 18mm trial stem attached well. Doctor advanced the trial prosthesis into the femoral canal and onto the distal femur. When it came to extract the trial, we used the trial slaphammer from the set. The stem was a little tight in the canal and the femoral trial disconnected from the offset trial while trying to extract. We were unable to reconnect the femoral trial back to the offset and stem to get it out of the canal. It took 15 minutes to reconnect the femur to the stem and extract the trial."